Event description:
It was reported that during a ptca / stenting treatment procedure involving a 90% stenotic lesion in the lad coronary artery, the viva balloon was suspected to have ruptured at 2 atm's on the initial inflation. The patient was asymptomatic during this event. A getz brothers neo's guidewire (size unknown) and a guidant crossail guide catheter (size unknown) and a medtronic s670 stent were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as 'good'.